Event description:
Pt presented with severe calcific aortic stenosis requiring aortic valve replacement with a #19 sorin tissue valve prosthesis on (B)(6) 2016. She remained symptom free until she presented to (B)(6) hospital in (B)(6) on (B)(6) 2017 with rapidly progressive symptoms of dyspnea, lower extremity adema and shortness of breath at rest. She was admitted with decompensated valvular heart failure due to degenerative aortic valve prosthesis and referred for urgent valve replacement. She underwent aortic valve replacement (tavr) with a medtronic corevalve evolut r 23 mm prosthesis on (B)(6) 2017. She has now progressively recovered with significant relief of symptoms.